Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope culture tested positive for cupriavidus sp. (B)(6) and lysobacter sp. After reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the root cause summary report for the post market surveillance with the referenced tjf study. Re-culturing was conducted after reprocessing the scope. The sample tested positive for paenibacillus (5cfu). Persistent organisms were not detected during re-culturing. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Although no sampling procedure deviations were observed, based on the investigations, improper sampling procedures cannot be ruled out as a contributory factory of the reported positive scope culture

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility and observed leak testing and manual cleaning of the tjf-160vf scopes. There were no deviations observed and all steps in the ontrack in-service form and reprocessing manual were followed. A clinical endotherapy specialist (ces) was dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample that tested positive. There were no deviations found during the audit. A visual inspection on the scopes instrument and suction channels. The instrument channel was inspected and noted 2 black marks inside the channel from the distal bending section side and one at the biopsy port side. The instrument channel was further inspected and noted kinks inside the channel from the distal bending section side. There was a grayish stain found inside the channel from the control body section. The suction channel was inspected and there were no kinks, stains, or foreign material observed. The scope passed the leak test. A review of the scope's instrument history records indicated the was sold on november 17, 2018 and the last time the scope came in for service/repair was on june 14, 2018. The cause to the black marks and gray stains inside the channels could not be confirmed. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.